Manufacturer narrative:
The tip-up fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the tip-up fenestrated bipolar forceps instrument tip broke inside the patient, and the plastic fragments (pieces) were retrieved during the same procedure. Additionally, the instrument became stuck in the trocar and subsequently broke the instrument to facilitate removal. The tip-up fenestrated bipolar forceps instrument would not straighten to exit the trocar; therefore, the staff removed the instrument with the trocar still attached. The procedure was completed as planned.